Event description:
It was reported the provisional fractured during trialing as part of a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Proposed component (annex g) code is mechanical (g04) - provisional bottom reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, and h10. Complaint sample was evaluated and the reported event was confirmed. Review of returned instrument found it to exhibit signs of repeated use (nicked / gouged) and the lateral feature of the provisional has fractured off. Root cause was unable to be determined.

Event description:
No further event information available at the time of this report.